Manufacturer narrative:
The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and a review of the 12-month service history was performed; no relevant findings were identified. Visual inspection and functional testing were performed. The customer allegation was confirmed through a 50 ml cassette test and dso/uso sensor testing; however, the probable cause of the issue could not be determined. An attempt was made to calibrate the pump, but the calibration failed. He dso sensor was replaced, and the repair was validated through successful calibration and dso/uso sensor testing. Upon further investigation, the lcd lens was found to be nicked and was replaced. Dso/uso calibration was performed, and the repair was further validated through dso/uso sensor testing. Pvt was performed, and the unit passed all testing criteria. The software was updated, and the unit was reset to the standard configuration.

Event description:
It was found during the investigation of the returned pump that the cassette sensor was defective. There were no patient involvement and patient harm.